Event description:
It was reported the atrial lead experienced lead insulation abrasion. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694965, implantable tachy lead, implanted: (B)(6) 2006; product ID: 7288, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2006. (B)(4).